Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced a sub-febrile temperature and pain at the stoma site. On (B)(6) 2021, the patient was diagnosed with peritonitis and transferred to the intensive care unit with treatment of unspecified antibiotics. It was reported that the patient was doing well and was transferred to another hospital for hip surgery which was planned before duodopa therapy.